Event description:
It was reported that during an appendectomy procedure, torn gasket. Took a new instrument to complete the procedure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.